Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a high out of range pacing impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this device was explanted at a later date for an unknown reason.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified that would cause or contribute to the reported clinical observations.